Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 180 to 299 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Verified storage of test strips is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 06/27/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 180 to 299 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Verified storage of test strips is not within instructed spec since they are kept in kitchen. Test strip lot MFR's expiration date is 06/27/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 289mg/dl, (B)(6) 2015 06:60am; 539mg/dl (B)(6) 2015 10:15am; 488mg/dl (B)(6) 2015 04:45am; 471mg/dl (B)(6) 2015 01:10am; 267mg/dl (B)(6) 2015 06:20am; adverse event not reported.

Manufacturer narrative:
Internal report (B)(4). Product not yet returned for eval.